Event description:
The customer reported that the monitor was not producing alarm sounds. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was not producing alarm sounds. No pt harm was reported. Although a visual alarm message accompanies an audible alarm - should the user not be in the vicinity of the monitor - it is possible that the user will be unaware of this alarm. Therefore, pt harm is possible. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.